Event description:
The reporter alleged the following results on the performa system within 10 minutes: 82 mg/dl, 141 mg/dl, and 106 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.